Event description:
(B)(4) reported the handler has returned to work and has completely healed with no sustaining injuries.

Event description:
(B)(4) reported that a steris packaged vacuum pump fell through the box and on the handler's foot at a (B)(4) terminal when the handler was picking the box up from a pallet. The handler received x-rays and was diagnosed with a broken toe. The handler received a walking aid and remains on worker's compensation.

Manufacturer narrative:
The part was shipped from the (B)(4) as received from the supplier; no issues with the package were noted at the time of shipment from steris. (B)(4) reported the handler was only employed at (B)(4) for 3 days prior to reported event. Deterioration of the packaging can be caused by in transit handling. Steris has determined this is an isolated event.